Event description:
It was reported to philips that the azurion device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the pdu fantray and dcps. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were checked and troubleshooting found that the issue with the supply control module's power could be caused by the power hardware. The fse replaced the pdu fantray and dcps and the system was returned to use in good working order. The codes were updated based on the investigation outcome.